Event description:
The facility representative reported an infuso.r. Pump with a condition of "the doctors will be doing the procedure and it will beep again as if giving a bolus." This condition occurred during delivery in the "(B)(6)" department. There was no patient injury or medical intervention necessary according to the hospital representative. Patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The condition of an infuso.r. With a "the doctors will be doing the procedure and it will beep again as if giving a bolus" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer. No repairs were made to fix the reported condition.